Event description:
This is a spontaneous case report received on 15-apr-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc): received on 26-may-2016: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known possible undesirable event and not indicative of a quality defect per se. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure perforated her uterus'), device dislocation ('migration'), device breakage ('doctors went in to remove device they said a piece was still inside me') and embedded device ('left coil is embedded') in a 25-year-old female patient who had essure (batch no. S1200s (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included multigravida, parity 4 (dates of live births: (B)(6) 2007, (B)(6) 2008, (B)(6) 2013, (B)(6) 2015), placenta previa and c-section. Previously administered products included for birth control: mirena from 2009 to 2011. Past adverse reactions to the above products included embedded device with mirena. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2015 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, 2 years 1 month after insertion and 2 days after removal of essure. In (B)(6) 2014, the patient experienced allergy to metals ("allergic to nickel or any other component of essure/ hypersensitivity reaction to nickel or any other component of essure") with rash. In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("high risk pregnancy/ unintended pregnancy"). On (B)(6) 2015, the patient experienced complication of device removal ("doctors went in to remove device they said a piece was still inside me"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy ("bleeding throughout pregnancy"), device breakage (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), premature labour ("pre-term labor / painful pregnancy"), procedural haemorrhage ("bleeding during essure procedure"), mental disorder ("essure caused or aggravated her psychiatric and/ or psychological condition"), complication of pregnancy ("painful pregnancy") and depression ("depression"). The patient was treated with blood transfusion, auxiliary products and surgery (essure and tubes removed and surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, weight increased, mental disorder, allergy to metals and depression had not resolved and the device dislocation, pregnancy with contraceptive device, haemorrhage in pregnancy, device breakage, embedded device, premature labour, procedural haemorrhage, complication of device removal and complication of pregnancy outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2015. The reporter considered allergy to metals, complication of device removal, complication of pregnancy, depression, device breakage, device dislocation, embedded device, haemorrhage in pregnancy, mental disorder, pregnancy with contraceptive device, premature labour, procedural haemorrhage, uterine perforation and weight increased to be related to essure. The reporter commented: on plaintiff fact sheet (pfs) that she was medicated to stop pre-term labor. She learned of the perforation when doctors went in to remove device and they said a piece was still inside her. Essure did not worsen a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Blood test - on an unknown date: results: result was not provided. Human chorionic gonadotropin - on an unknown date: results: 18039; on (B)(6)2015: results: 29137. Pregnancy test - on an unknown date: results: result was not provided.. The following information was received from social media left coil is embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Event added- left coil is embedded. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in an (B)(6) female patient who had essure (batch no. S1200s) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known possible undesirable event and not indicative of a quality defect per se. Most recent follow-up information incorporated above includes: on 5-may-2017: legal case extraction form/ essure (medical records) - new reporter; patient's demographic data; and essure treatment details (lot number and expiration date). Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and device was removed due to complications. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Since lot number was received, a ptc update is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration") and pregnancy with contraceptive device ("pregnancy") in a (B)(6) year-old female patient who had essure (batch no. S1200s (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), rash ("skin rashes"), abdominal pain ("abdominal pain") and complication associated with device ("device complication"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (surgery to remove the essure) and surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, rash, abdominal pain and complication associated with device outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, complication associated with device, device dislocation, pregnancy with contraceptive device, rash and uterine perforation to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known possible undesirable event and not indicative of a quality defect per se. Most recent follow-up information incorporated above includes: on 1-nov-2017: event medical device removal deleted and events pregnancy, migration, perforation, skin rashes, abdominal pain, pain was added with essure removal date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("essure perforated her uterus"), device dislocation ("migration"), pregnancy with contraceptive device ("high risk pregnancy/ unintended pregnancy") and haemorrhage in pregnancy ("bleeding throughout pregnancy") in a (B)(6) year-old female patient (gravida 4, para 4) who had essure (batch no. S1200s (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida (3 pregnancies), parity 3 (dates of births: (B)(6) 2007, (B)(6) 2008 and (B)(6) 2013) and placenta previa. Previously administered products included for birth control: mirena from 2009 to 2011. Past adverse reactions to the above products included embedded device with mirena. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) in (B)(6) 2015 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, 2 years 1 month after insertion and 2 days after removal of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. In (B)(6) 2014, the patient experienced allergy to metals ("allergic to nickel or any other component of essure/ hypersensitivity reaction to nickel or any other component of essure") with rash. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced complication of device removal ("doctors went in to remove device they said a piece was still inside me"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), device breakage ("doctors went in to remove device they said a piece was still inside me"), weight increased ("weight gain"), mental disorder ("essure caused or aggravated her psychiatric and/ or psychological condition"), complication of pregnancy ("painful pregnancy") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), device breakage ("doctors went in to remove device they said a piece was still inside me"), weight increased ("weight gain"), mental disorder ("essure caused or aggravated her psychiatric and/ or psychological condition"), complication of pregnancy ("painful pregnancy") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with blood transfusion, auxiliary products, surgery (essure and tubes removed) and surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation had not resolved and the device dislocation, pregnancy with contraceptive device, haemorrhage in pregnancy, device breakage, complication of device removal, weight increased, mental disorder and allergy to metals outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2015. The reporter considered allergy to metals, complication of device removal, complication of pregnancy, depression, device breakage, device dislocation, haemorrhage in pregnancy, mental disorder, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: on plaintiff fact sheet (pfs) that she was medicated to stop pre-term labor. She learned of the perforation when doctors went in to remove device and they said a piece was still inside her. Essure did not worsen a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Blood test - on an unknown date: result was not provided. Pregnancy test - on an unknown date: result was not provided. Ultrasound scan - on an unknown date: result was not provided. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known possible undesirable event and not indicative of a quality defect per se. Most recent follow-up information incorporated above includes: on 27-nov-2017: plaintiff fact sheet (pfs) ¿ new reporter (lawyer); demographic data; medical and drug history; concomitant and treatment drugs; insertion date update ((B)(6) 2013); onset date of pregnancy ((B)(6) 2015), uterine perforation ¿ symptom abdominal pain ((B)(6) 2014), rashes ((B)(6) 2014); event device complication update (doctors went in to remove device they said a piece was still inside me); new events (bleeding throughout pregnancy, weight gain, psychiatric and/ or psychological condition, painful pregnancy, allergic to nickel, depression, no essure confirmation test); pregnancy outcome (live birth); delivery date ((B)(6) 2015); delivery type (caesarian); and exams. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("essure perforated her uterus"), device dislocation ("migration"), pregnancy with contraceptive device ("high risk pregnancy/ unintended pregnancy") and haemorrhage in pregnancy ("bleeding throughout pregnancy") in a (B)(6) year-old female patient (gravida 4, para 4) who had essure (batch no. S1200s (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included multigravida (3 pregnancies), parity 3 (dates of births: (B)(6) 2007, (B)(6) 2008 and (B)(6) 2013) and placenta previa. Previously administered products included for birth control: mirena from 2009 to 2011. Past adverse reactions to the above products included embedded device with mirena. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) in (B)(6) 2015 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, 2 years 1 month after insertion and 2 days after removal of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. In (B)(6) 2014, the patient experienced allergy to metals ("allergic to nickel or any other component of essure/ hypersensitivity reaction to nickel or any other component of essure") with rash. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced complication of device removal ("doctors went in to remove device they said a piece was still inside me"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), device breakage ("doctors went in to remove device they said a piece was still inside me"), weight increased ("weight gain"), mental disorder ("essure caused or aggravated her psychiatric and/ or psychological condition"), complication of pregnancy ("painful pregnancy") and depression ("depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), device breakage ("doctors went in to remove device they said a piece was still inside me"), weight increased ("weight gain"), mental disorder ("essure caused or aggravated her psychiatric and/ or psychological condition"), complication of pregnancy ("painful pregnancy") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with blood transfusion, auxiliary products, surgery (essure and tubes removed) and surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation had not resolved and the device dislocation, pregnancy with contraceptive device, haemorrhage in pregnancy, device breakage, complication of device removal, weight increased, mental disorder and allergy to metals outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2015. The reporter considered allergy to metals, complication of device removal, complication of pregnancy, depression, device breakage, device dislocation, haemorrhage in pregnancy, mental disorder, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: on plaintiff fact sheet (pfs) that she was medicated to stop pre-term labor. She learned of the perforation when doctors went in to remove device and they said a piece was still inside her. Essure did not worsen a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Blood test - on an unknown date: result was not provided. Pregnancy test - on an unknown date: result was not provided. Ultrasound scan - on an unknown date: result was not provided. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known possible undesirable event and not indicative of a quality defect per se. Most recent follow-up information incorporated above includes: on 27-nov-2017: after internal review, case reopened to tick product problem field. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("device removal") in an (B)(6) female patient who had essure (batch no. S1200s) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("device complication"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known possible undesirable event and not indicative of a quality defect per se. Most recent follow-up information incorporated above includes: on 23-may-2017: the lot number s1200s was invalid. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013 and device was removed due to complications. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Upon receipt of follow up information since invalid lot number was received, a ptc update is not expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("essure perforated her uterus"), device dislocation ("migration"), pregnancy with contraceptive device ("high risk pregnancy/ unintended pregnancy"), haemorrhage in pregnancy ("bleeding throughout pregnancy"), device breakage ("doctors went in to remove device they said a piece was still inside me") and procedural haemorrhage ("bleeding during essure procedure") in a 25-year-old female patient (gravida 4, para 4) who had essure (batch no. S1200s (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included gravida ii, parity 4 (dates of live births: (B)(6)2007, (B)(6) 2008, (B)(6) 2013, (B)(6) 2015) and placenta previa. Previously administered products included for birth control: mirena from 2009 to 2011. Past adverse reactions to the above products included embedded device with mirena. Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo-provera) since october 2015 for contraception. On (B)(6) 2013, the patient had essure inserted. In january 2014, 2 years 1 month after insertion and 2 days after removal of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain. In march 2014, the patient experienced allergy to metals ("allergic to nickel or any other component of essure/ hypersensitivity reaction to nickel or any other component of essure") with rash. In april 2014, the patient experienced weight increased ("weight gain"). In march 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced complication of device removal ("doctors went in to remove device they said a piece was still inside me"). On an unknown date, the patient experienced device dislocation, haemorrhage in pregnancy (seriousness criterion medically significant), device breakage and procedural haemorrhage (seriousness criterion medically significant), premature labour ("pre-term labor / painful pregnancy"), mental disorder ("essure caused or aggravated her psychiatric and/ or psychological condition"), complication of pregnancy ("painful pregnancy") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with blood transfusion, auxiliary products, surgery (essure and tubes removed) and surgery (surgery to remove the essure). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, weight increased, mental disorder, allergy to metals and depression had not resolved and the device dislocation, pregnancy with contraceptive device, haemorrhage in pregnancy, device breakage, premature labour, procedural haemorrhage, complication of device removal and complication of pregnancy outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2015. The reporter considered allergy to metals, complication of device removal, complication of pregnancy, depression, device breakage, device dislocation, haemorrhage in pregnancy, mental disorder, pregnancy with contraceptive device, premature labour, procedural haemorrhage, uterine perforation and weight increased to be related to essure. The reporter commented: on plaintiff fact sheet (pfs) that she was medicated to stop pre-term labor. She learned of the perforation when doctors went in to remove device and they said a piece was still inside her. Essure did not worsen a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Blood test - on an unknown date: result was not provided. Pregnancy test - on an unknown date: result was not provided. Ultrasound scan - on an unknown date: result was not provided. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new events "bleeding during essure procedure, pre-term labor / painful pregnancy, " were added. New reporter were added. Historical conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs